Event description:
Account obtained several pt results that showed decreased sodium values. One pt received unspecified treatment as a result of the incorrect sodium result. The field service representative found that there was no ise air drier pressure and repaired the instrument by replacing the pinch tubing.